Event description:
During the laparoscopic sleeve gastrectomy procedure, the covidien endo clip iii applier (ref # 176630, lot #j9f0644y) would not advance the clips (separate report). The device was replaced with a second covidien endo clip iii applier (ref # 176630, lot # j9h0886y) (this report). The device was handed up to the field but this clip applier had intermittent advancement, with continual countdown to zero. The device was replaced with a third clip applier which worked without incident. No patient harm.